Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, the patient stated that he experienced loss of consciousness and passed out on the floor, the cgm was reading 8.0 mmol/l and the blood glucose reading was 3.2 mmol/l. It is not known when the patient regained consciousness, but the patient reported that he self-treated with taking sugar pills and that he calibrated the sensor, which solved the issue. At the time of the report the patient was in a stable condition. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.